Manufacturer narrative:
(B)(4): device evaluation anticipated, but not yet begun.

Event description:
It was reported that on (B)(6) 2016 patient underwent balloon kyphoplasty for wedge fracture at l1. Intra-op, during inflation of balloon inside the patient vertebra, balloon ruptured. Surgeon did drilling. Inflation syringe was 260psi before explosion. Fracture was traumatic. After explosion doctor suddenly pulled back the syringe. Syringe was filled with patient blood. About 4-5cc radiopaque barium sulfate had flowed into the patient's spine. Every parameter and condition was normal. Nobody understood the reason due to which the event happened. No patient complications were reported. No fragment of the balloon was left inside the patient.

Manufacturer narrative:
Product analysis: during functional analysis, it was not more possible to inflate the balloon probably due to a hole or leak. During visual analysis, the rupture of the balloon was confirmed. A radial rupture was located at the distal peak of the balloon. Conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the rupture is attributed to the contact of the balloon with bone splinters during surgery. Image review: submitted images appear to show balloon puncture, consistent with in vivo contact of bone spur during usage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.